Event description:
It was reported, 4.0 locking screw did not seat and part of head broke off.

Manufacturer narrative:
Device will not be returned for eval. Once the investigation has been completed any add'l info will be reported in a supplemental report.